Manufacturer narrative:
The customer collected the accutni sample in 7ml bd lithium heparin tubes with a gel separator. The sample was centrifuged for six minutes at 3.0 relative centrifugal force (rcf). Accutni quality control (qc) was within the customer's established ranges prior to the event. Accutni qc is performed daily. Attempts were made to obtain additional information from the reporter; however, it was not successful. Service was dispatched and verified hardware. Based on the available information the root cause could not be determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
The customer reported erroneous high accu tni (troponin I) results were obtained for one patient when using unicel dxi 600 access immunoassay system. Erroneous test results were reported out of the laboratory. Subsequent testing produced a result in the normal reference range. There was no report of death, serious injury requiring medical intervention or change to patient treatment attributed or connected to this event.